Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was found that cables require reset. A field service engineer, reseated bus cables as there was no power to drawer and performed preventive maintenance to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation es system had drawer failure and cannot be opened. The customer stated that the malfunction caused a delay in accessing medication to a patient as they retrieved medication from the opposite side of the floor. There were no adverse events or injuries reported based on this incident.